Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for a routine device check. The device had recorded episodes of non-sustained rv oversensing. Review of the stored electrograms indicated the presence of pseudo pseudo-fusion and undersensing associated with atrial pacing during intrinsic ventricular events. It was also noted that the pseudo pseudo-fusion appeared to be masking a slow vt. Programming changes were performed.